Event description:
Reporter alleged, obtaining a discrepant blood glucose result of 270 mg/dl back to back with a result of 139 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated, that she used all the strips and so no product will be returned for evaluation.